Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode resulting in the minute ventilation (mv) feature being disabled due to detection of noise on the right ventricular (rv) channel. An alert was received in the remote home monitoring system as a result. Review of the stored episode noted the noise appeared consistent with external noise. Further review was recommended. No further assistance requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.